Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As per medwatch number: mw5077661. There was a tiny black spec noted in burette of IV tubing with infusion of d10w, nacl, kci, cagluc, heparin. New ivf and tubing changed. No patient injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample of an infusamat space pump set without packaging was returned for evaluation. The set was spike and primed in a baxter bag of sodium chloride. Upon visual examination, two very small black particulates were noted to be floating in the residual liquid of the burette. Visually examination of the returned product confirmed the reported defect of a tiny black spec in the burette of the used set. Although the defect of a floating particulate in the burette was confirmed on the set, since the set was spiked into another manufacturer`s bag of saline and had been used, the exact root cause was not able to be determined at this time. Review of the discrepancy management system (dsms) database was unable to be performed because the lot number was reported as unknown. We will maintain this report for future reference, and continue to monitor other reports for similar occurrences.